Event description:
Patient had the epidural placed and 2 days later, while the nurse was taking care of the patient, the epidural catheter became unattached from the catheter connection system. The nurse reported that the entire epidural catheter had to be removed because it was now unable to be used. After talking with one of the anesthesiologists, they stated that to their best estimate, this has happened to them and their colleagues at a minimum of 20 times over the last 3 months, and those are only the ones that they are aware of. The anesthesiologist stated before this trend of them breaking, they rarely, if ever, had problems with the any item in the tray breaking or malfunctioning.